Event description:
Caller states the patient tested >8.0 inr on the coaguchek xs system while a comparison lab returned as 4.2 inr. The patient's coumadin dose was decreased based on the lab result. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.